Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture reference number: 1627487-2019-09529. Related manufacture reference number: 1627487-2019-09620. It was reported that the patient had a system explant in 2015 due to not providing adequate relief.